Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had piece of screen missing and also state that customer look a screen and there was a line on it. The customer¿s blood glucose was 133 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments/partial display due to moisture damage on the electronic and motor assemblies. Unable to perform the displacement test and self test due to missing segments/partial display. Device received with cracked keypad overlay at select button, and peeling keypad overlay.